Event description:
The user facility initially reported they thought the connection near the cassette was "bad". Additional info was obtained, the cutter was not cutting correctly at a lower threshold. This happened intermittently. Aspiration continued while the cutter stopped; however there was no pt impact as the doctor noticed this and stopped cutting.

Manufacturer narrative:
One collection cassette with the tubing and vitreous cutter was received without original packaging. As the lot number could not be verified for the device returned, the reported lot number was reviewed. The sterilization and lot history records were found to be within specifications. Visual inspection of the returned device noted that the assembly was within specification. The device was functionally tested with a stellaris system. The cassette was captured and recognized by the system, primed and functioned as expected. Additional functional testing is being conducted. Upon completion of the evaluation, a supplemental report will be submitted. Report 1 of 2.